Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient was recently implanted with a new system on (B)(6). Today they noticed 2 surging electrical sensations which was at the ins site which they had never previously experienced. Patient had been sitting down for 15-20 minutes before this occurred but was not actively moving when the sensations happened. When patient went to use their programmer it initially had difficulty communicating to the ins but patient was able to connect. They turned the therapy off and when they turned it back on again they were not feeling stimulation sensation so increased until they started feeling it again. Patient called their healthcare professional office and was told there was not much they could do and reminded the patient that it may take time for inflammation to go down from the surgery. Patient did not know if surging electrical sensations were part of pocket healing or coming from the stimulator. They reported there was a new pocket created for their new battery. Recommended patient monitor symptoms and consider turning therapy off when surging occurs to assess if it appears to be related to the stimulation or not. Redirect to hcp if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.